Event description:
Procedure: rectopexy. According to the reporter; the instrument fired without cutting and staples did not form properly. The surgery was converted from laparoscopic to open surgery. Surgery delay was reported as more than 30 minutes. Tissue loss was reported as 1 cm distance (rectum). A pathological examination was performed.